Event description:
Procedure - laparoscopic inguinal hernia repair. According to the reporter, the device failed to inflate. It was suspected that there was a potential leak in the balloon. There was no patient harm or negative outcomes reported. A new device was used and the case was completed successfully.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/17/2015.

Manufacturer narrative:
(B)(4).